Event description:
It was reported that during the implant attempt, the helix was not able to fully retract. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and the distal conductor was distorted. It was also reported that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant. The analyst noted that the helix tests could not be performed.